Event description:
It was reported ongoing occlusion alarms occurred, past dates were not provided. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.